Manufacturer narrative:
Amendment: lead was explanted due to another sales representative recommendation. This is no longer reportable, please disregard report number 2124215-2023-55704.

Event description:
It was reported that this lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.